Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." The lot number information needed to review device history records was unavailable. The liner and shell were still assembled and no attempt was made to separate these components. The user facility was notified of the event on march 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted march 22, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2011 due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner and modular head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2011, due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner, and modular head were removed and replaced.